Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/hematoma: the root cause of the access site adverse event was unable to be determined due to insufficient clinical details.

Event description:
A 29 year old male with history of nicm presented with acute on chronic decompensated heart failure. On (B)(6), the decision was made to place an impella 5.5 via the right axillary artery. On (B)(6), right axillary site hematoma was noted requiring re-exploration, evacuation of hematoma with hemostasis and re-closure. On (B)(6), device weaned and explanted without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.